Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump's touchscreen went completely "grey" and the pump was not functional. The customer's blood glucose level was 202 mg/dl. Reportedly, the pump alarmed but did not see red lights flashing. It was indicated that the customer would administer manual injections as alternate insulin therapy.